Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at the hospital. A chest x-ray was performed and indicated that the atrial lead was pulled back dislodged. Twiddler¿s syndrome was suspected. The lead was explanted and replaced. The patient was stable after the procedure.